Event description:
Caller reported damage to pump housing and usb port, which impacted the ability to charge the pump, resulting in shutdown. This caused the customer's blood glucose level to exceed safe levels, displaying as "high," but the specific value was unknown. The customer administered a correction bolus via the pump and did not require third-party assistance beyond normal aid. Technical support resolved the issue by sending a replacement pump with updated software, while advising the customer on necessary steps, including returning the problematic pump to avoid charges and setting up the new pump with existing settings. Customer will continue to use current pump.